Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had atrioventricular nodal re-entrant tachycardia (avnrt) which shifted to dual tachycardia. Boston scientific technical services (ts) advised that the anti-tachycardia pacing (atp) was exhausted. There was no further information provided. The device remains in service. No adverse patient effects were reported.